Manufacturer narrative:
Device not yet received.

Event description:
It was reported that during a procedure the connection to the drill bit broke at the step down where the drill bit is connected to the drill. The procedure was completed successfully with a backup drill. There were no adverse consequences, medical intervention or procedural delays reported.

Manufacturer narrative:
Device not returned for evaluation. Device not returned.

Event description:
It was reported that during a procedure the connection to the drill bit broke at the step down where the drill bit is connected to the drill. The procedure was completed successfully with a backup drill. There were no adverse consequences, medical intervention or procedural delays reported.